Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump; however, the malfunction code recurred after resetting. Consequently, arrangements were made to replace the malfunctioning pump, and the customer agreed to use the existing pump as a backup therapy to ensure insulin delivery continued. Comprehensive instructions were given for placing the pump into storage mode and returning it within the specified timeframe using a pre-paid label, which the customer understood and acknowledged.